Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed a loose electrocardiogram connector on the link electronic module (lem) board and therefore the lem board was replaced and calibrated. Analysis also found that the latch on the power cord bay was broken and the power cord bay was replaced. (B)(4).

Event description:
It was reported that the programmer had a faulty electrocardiogram (ECG) connection socket and that different sets of ECG cable failed to resolve the situation. The programmer was returned for service. No patient complications have been reported as a result of this event.